Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the severely calcified cephalic vein. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon was ruptured at 6atm within 5 seconds. The device was removed using normal method without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition post procedure.